Event description:
It was reported that the customer had a button error alarm on the insulin pump. Customer went to work out and is now receiving a button error. Customer tried taking out the battery but it did not work. Customer's blood glucose level was 257 mg/dl. Customer stated that none of the buttons were reacting to clear the button error alarm. Customer stated that it may have been exposed to sweat. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No further assistance needed.

Manufacturer narrative:
Insulin pump had corroded keypad traces noted. All buttons functioned properly. No button error alarms noted. Insulin pump had a cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window, missing end cap sticker and cracked case near display window corners noted during visual inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.